Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they had sensor anomaly. Customer's blood glucose at time incident was 22.4mmol/l. Customer stated that they inserted sensors and no signal. Customer stated that they remove sensor cannula and the electrode is bent. Customer stated that it was twice in a row. Customer stated that in the past they had sensors without electrode (3 sensors) for those he got new sensors. Customer was advised that we will send 2 new sensors.